Manufacturer narrative:
As reported, the hub of the smart flex (5x150 vas 120cm) disconnected from the shaft making stent deployment impossible. The physician had to remove the partially deployed (approximately 30mm) stent and wire together as one unit. The removal of the stent caused no complications. The procedure was completed with drug eluting balloon. There was no reported patient injury. The product was clinically used and will be returned for analysis. The access site was the femoral artery. The lesion was severely calcified. There was no vessel tortuosity, the vessel had normal anatomy. There was no vessel angulation. The percentage of stenosis was 60%-75%. The device was stored and handled per the instructions for use (IFU). There were no anomalies noted when the device was removed from the packaging. There was no difficulty removing the device from the packaging. The device was prepped per the IFU. When removed from the tray, the stent was still constrained within the outer member/sheath. A stopcock was connected to the y-connector of the hemostasis valve. There was no difficulty encountered flushing the stopcock. There was no difficulty encountered flushing the stent delivery system. There were no kinks nor other damages noted prior to inserting the product into the patient. Other devices used at the same time did not kink/bend. The product, or any of the other devices used with it, had not been resterilized. There was some difficulty crossing the lesion. The device did not have to pass through a previously placed stent. There was no unusual force used at any time during the procedure. There were no other anomalies noted when the device was removed from the patient. One non-sterile unit of a smart flex 5x150 vas 120cm was received for analysis coiled inside a plastic bag. Per visual analysis, the hypotube of unit was received bent. The body shaft of unit was observed separated from the hub. Separation presented elongations and frayed edges. The stent was received 7.5 cm partially deployed. A couple kinks were found on the body shaft of catheter at 8.0 cm and at 12.3 cm from hub. The valve was received partially closed. Dried blood residues were observed on the unit. No other anomalies found. Per microscopic analysis, the smart flex catheter body shaft separation was observed under vision system and the separated sections of the unit presented elongations and frayed edges. These characteristics are clear evidence as a product of an application of a tension force that induced the separation. The reported¿ outer sheath-separated - in patient ¿as well as the ¿stent delivery system (sds)-ses-deployment difficulty - partial deployment¿ were confirmed due to the condition of the unit received. However, the exact cause of the deployment difficulty and the separated condition on the body shaft of the unit could not be conclusively determined from the product analysis. Nonetheless, elongations and frayed edges on separated section of unit as well as the hypotube being bent, kinks on outer member and blood residuals observed on the unit may had possibly caused the deployment difficulty and outer sheath separated conditions. According to the instructions for use ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the hub of the smart flex (5x150 vas 120 cm) disconnected from the shaft making a stent deployment impossible. The physician had to remove the partially deployed (approximately 30 mm) stent and wire together as one unit. The removal of the stent caused no complications. The physician opted for a drug eluting balloon instead of using another sx stent. There was no reported patient injury. The product was clinically used and will be returned for analysis. The access site was the femoral artery. The lesion was severely calcified. There was no vessel tortuosity, the vessel had normal anatomy. There was no vessel angulation. The percentage of stenosis was 60%-75%. The device was stored and handled per the instructions for use (IFU). There were no anomalies noted when the device was removed from the packaging. There was no difficulty removing the device from the packaging. The device was prepped per the IFU. When removed from the tray, the stent was still constrained within the outer member/sheath. A stopcock was connected to the y-connector of the hemostasis valve. There was no difficulty encountered flushing the stopcock. There was no difficulty encountered flushing the sds. There were no kinks nor other damages noted prior to inserting the product into the patient. Other devices used at the same time did not kink/bend. The product, or any of the other devices used with it, had not been resterilized. There was some difficulty crossing the lesion. The device did not have to pass through a previously placed stent. There was no unusual force used at any time during the procedure. There were no other anomalies noted when the device was removed from the patient.